Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and it was reported that aortic neck was slightly angulated and calcified. It was reported that the pt had a routine follow-up and the CT demonstrated a type I endoleak with stent graft migration. It was reported that there was disease progression that resulted in the dilation of aorta resulting in stent graft migration with type I endoleak. The physician inserted an aortic cuff stent graft (MFR report #2953200200600208) to the intended landing zone. The physician did not experience any resistance during the deployment of the stent graft. However, there was a great amount of resistance felt in the delivery catheter, during the retraction of the runners. It was reported that due to the resistance the aortic cuff was placed lower than intended. The physician elected to implant another mfrs aortic cuff and the type I endoleak resolved. After removal of the aortic cuff delivery system the physician noticed that approximately 5 mm of the outer sheath of the delivery catheter was separated from the rest of the outer sheath. The 5 mm of outer sheath was attached to the nose cone. Medtronic has rec'd the device and the analysis is pending. No add'l clinical sequelae were reported and the pt will be monitored.